Manufacturer narrative:
The subject device was returned to the olympus. The inspection confirmed the reported issue, lens inside the optical system is cracked attributing to a blurry image. The inspection also noted minor scratches on the objective window frame at the distal end. The investigation is in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus sales representative reported, the customer ultra autoclavable telescope has a reported out of box defect ¿lens is cracked upon opening package¿. No patient or procedure was involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the cracked lens was caused by improper handling. Olympus will continue to monitor field performance for this device.